Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator device was used for an egd (esophagogastroduodenoscopy) procedure within the esophagus. According to the complainant, during the procedure, the handle was rotated three times and three clicks could be heard however; the band failed to deploy. The bander was then advanced down into the patient stomach and all three bands fell off. The scope was withdrawn from the patient, the device was exchanged, and then the procedure was completed using another speedband superview super 7 multiple band ligator device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.